Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's knee was revised due to a cemented femoral component having been implanted in a knee prepped for press-fit. Reporting rep was not present for the index procedure. Rep confirmed that he may be able to supply some patient details, date of implant, and implant details. Otherwise, the rep confirmed that no further information will be released by the hospital or surgeon.